Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a driveline disconnect, low flow, and pump stop that no one can account for. It occurred on (B)(6) 2020 at 10:43 am. Log file analysis showed a pump stop due to a driveline disconnect. No other unusual events were seen within the log files. The alarms resolved, either on their own or the driveline was reconnected. The patient was not affected by the incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a driveline disconnect event; however, a specific cause for this event could not be conclusively determined through this evaluation. The controller event log file contained data from 28feb2020 through 10mar2020. At 10:43:42 am on (B)(6) 2020, the driveline appeared to be disconnected causing a pump stop event. This event was associated with com b, com a, power b broken, power a broken, and low pump current fault flags as well as low flow, driveline disconnected, and lvad_off alarms. The event lasted approximately 9 seconds, following which, the pump regained speed and assumed normal operation. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended. The account reported that a cause for the event was unable to be determined as no one had any knowledge of the driveline becoming disconnected; however, it was speculated that the driveline may have been loose at the locking mechanism. The event either resolved on its own or when the driveline was reconnected. The patient was reportedly unaffected by the incident and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 , under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.